Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer called to report motor error alarm. Motor error alarm is happening frequently in the past four to five months. The blood glucose reading is 108 mg/dl. Customer also mentioned that the paramedics were called in detroit. Customer was on a flight and his blood glucose reading was over 800 mg/dl. Customer stated that three infusion sets failed. Customer was treated with manual injections. Possible diabetic ketoacidosis. Nothing further reported.